Event description:
Please note that the date of the event could not be obtained from the customer. The complainant has reported that a pt (age and gendr unknown) underwent a therapeutic colonoscopy hemostasis procedure for treatment. The clinician stated that the resolution clip device did not complete the deployment sequence by closing. The jaws of the clip bent back on themselves remaining in the open position. The procedure was completed successfully with another of the same device. The pt did not sustain any complications or ill effects.

Manufacturer narrative:
This device has not been received by this MFR. An evaluation has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine the relationship between this device and the cause for this event. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. Our directions for use outline appropriate placement, access and maintenance procedures.